Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical engineer reported that during a vitrectomy procedure the system was not regulating the pressure and not releasing the gas to the patient. The case was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported events. The company service representative performed a system orientation for the customer. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).